Manufacturer narrative:
Date of event - estimated to be (B)(6) 2019 as the event date is unknown, but was noted this occurred a couple years ago in an additional comment. Implant date - estimated to be (B)(6) 2019 as the implant date is unknown, but was noted this occurred a couple years ago in an additional comment. Explant date - estimated to be (B)(6) 2019 as the procedure date was unknown, but it was noted that the explantation occurred on the day of the procedure and it was noted this occurred a couple years ago in an additional comment.

Event description:
It was reported via social media that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The closure device embolized from the appendage, and the device was removed via a percutaneous method.